Event description:
It was reported that the patient experienced cardiac tamponade and pericardial effusion. During a cryoablation procedure to treat atrial fibrillation (af), a polarmap catheter was selected for use. While inside the left atrium, it was observed that the brockenbrough position seemed to be slightly upward and anterior, causing the tip of the sheath to be positioned just below the roof. As a result, it is suspected that the polarmap catheter might have extruded outside the heart, when it was deployed. In addition, it is possible that the sheath may have been difficult to insert, requiring excess force when inserting. It was confirmed under fluoroscopy that the polarmap catheter momentarily appeared outside the heart. The physician believes the issue is related to the procedure, specifically the positioning of brockenbrough. It was later suspected that the patient had an effusion, which was checked via echo. The patient experienced cardiac tamponade and pericardial effusion. A pericardial drainage was performed. The procedure was cancelled due to these adverse events (ae). The patient's symptoms have since improved, and no additional treatment was required. The patient has been discharged from the hospital and was observed to walk on their own. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at boston scientifics post market laboratory the catheter was visually inspected, and no abnormalities were found. With all available information the complaint could not be confirmed, no defects were observed that would have contributed to the patient complications seen in the field, the device presented with no issues.

Event description:
It was reported that the patient experienced cardiac tamponade and pericardial effusion. During a cryoablation procedure to treat atrial fibrillation (af), a polarmap catheter was selected for use. While inside the left atrium, it was observed that the brockenbrough position seemed to be slightly upward and anterior, causing the tip of the sheath to be positioned just below the roof. As a result, it is suspected that the polarmap catheter might have extruded outside the heart, when it was deployed. In addition, it is possible that the sheath may have been difficult to insert, requiring excess force when inserting. It was confirmed under fluoroscopy that the polarmap catheter momentarily appeared outside the heart. The physician believes the issue is related to the procedure, specifically the positioning of brockenbrough. It was later suspected that the patient had an effusion, which was checked via echo. The patient experienced cardiac tamponade and pericardial effusion. A pericardial drainage was performed. The procedure was cancelled due to these adverse events (ae). The patient's symptoms have since improved, and no additional treatment was required. The patient has been discharged from the hospital and was observed to walk on their own. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.